Event description:
It was reported that she has been very sore and painful over the past 8 months. Feels pain while sitting.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.